Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b/power oral care refills] brush head came off [device breakage]. Case narrative: consumer reported via web stating that the brush head came off detaching during use. No injury was reported.